Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a front panel malfunction. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was found that some led lights on the front panel are dim. Additionally, a solenoid valve malfunction causes an abnormal sound after pressure release. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.